Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer poured cleaning solution into the wash 1 bottle on the instrument. The cause of the discordant bnp results was due to user error. The customer was instructed to rinse the wash 1 bottle and refill the bottle with wash 1 solution. The customer primed the system and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant b-type natriuretic peptide (bnp) results were obtained on two patient samples on an advia centaur cp instrument. The bnp results were reported to the physician(s). The samples were repeated on another instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bnp results.